Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the system controller exhibited a low cell alarm. Pump off alarm while on battery that is fully charged, and low flow alarm noted. No further information is available at this time.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The reported event, of a system stop while on battery power and an alarm cell low alarm condition occurring, was confirmed via the log file analysis. The log file captured approximately 4 days of data. For the majority of the log file, the system speed matched the set speed. Approximately 3 days and 22 hours into the log file, the speed dropped below the low speed limit followed by two system stoppages. The power source to the system controller was the battery connected to the black lead only; the alarm cell low alarm condition was active. The system controller was unable to operate the pump for approximately 1-2 minutes, the pump power fluctuated from 9.4 to 25.5 watts and the backup mode became active. The system speed ramped back up to the set speed and remained at the set speed until the pump was disconnected. Prior to the pump being disconnected, the alarm cell low condition became active again. Note: the alarm cell does not support the pump but only provides a continuous audible alarm if both power leads are disconnected during pump operation. The returned alarm cell was not drained to the point where it would alarm to be replaced. The returned system controller was functionally tested and passed. Based on the system controller evaluation, the specific reason for the system stoppage was unable to be conclusively determined. A review of the device history records showed no deviations from manufacturing or quality assurance specifications for the returned system controller. The manufacturer is closing the file on this event.